Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and the quick set was not locking. The customer¿s blood glucose at the time of incident was 494 mg/dl, the current blood glucose level was 130 mg/dl and 464 mg/dl. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.